Manufacturer narrative:
Insulin pump was received with operating currents in specification. No unexpected failed battery test. Insulin pump minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a failed battery test on every battery from three different packs. Customer's blood glucose reading at the time of the call was 201 mg/dl. No further information reported.